Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Per the customer: ¿IV site extension set noted to be separated from IV kvo and chemotherapy lines. IV extension set was defective as the separation occurred on the line in an area that has a direct connection requiring no manipulation (meaning it did not disconnect because it wasn't tightened correctly). Patient stated that the tubing "just fell off from my arm". This resulted in a chemo spill of approximately 10 ml.¿

Event description:
No additional information was provided.

Manufacturer narrative:
Investigation and DHR (potential lots). The customer reported ext set was separated where it connects to other sets, and returned one photo of material mz5302, lot unknown. There were 9 potential lots provided, but it was not possible to determine which lot went with this failure. The photo confirms the reported failure, and the complaint is verified. The female luer that connects to the included maxzero was separated from the end of tubing. The female luer and maxzero were both not pictured. The manufacturing location was able to find a root cause for the failure, based on only the photo evidence. The root cause for separation at tubing/female luer connection is traced to the solvent dispenser used is assembly process. Since this lot was released, there has been a work order to resolve the failures on the solvent dispenser. Official lot number is unknown. Customer provided 9 potential lots. Device history record review for model mz5302 lot numbers 23099231, 23089278, 23099192, 23099194, 23099193, 23089279, 23099233, 23089258, 23089259 was performed. There were no quality notifications issued for any of the lots the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.